Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The top of the reservoir compartment as well as the black rubber band were gone. The reservoir was unable to lock in place when inserted into pump. The customer also reported that they were in the emergency room on (B)(6) 2017 at 10 pm due to low blood glucose. The customer's blood glucose level at the time of admission was 80 mg/dl. The customer stated the device over delivered insulin. The reservoir fell out of the device. They tried to reinsert it while connected which caused the device to inject more insulin. The customer drank juice to treat the low blood glucose. They were wearing the insulin pump at the time of hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform displacement test , occlusion test or lock reservoir in place due to missing retainer. Unit received with minor scratched lcd window, stained keypad overlay, keypad overlay texture damage, missing retainer and missing reservoir tube o-ring.